Event description:
Nurse could not inject through port. Fluroscopy and x-ray revealed that the catheter detached from port. The catheter was surgically removed. Another celsite catheter was replaced onto the original port by the physician. The port itself was not removed.